Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sept2019. Field service engineer was able to confirm the customer's complaint. The customer was sent a analog printed circuit board assembly (pcba) and the ventilator passed all testing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had an "abnormal flow". There was no patient involvement.